Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user reported high bg levels of 440 mg/dl after changing their supplies. They received an occlusion alarm, dismissed it, and continued with their infusion. The user was instructed to change their infusion set but was unable to do so immediately as they were out. Their blood glucose levels remained high for about 2 hours, and they felt lethargic. On (B)(6) 2024 a follow up call was made, and the user reported that upon returning home and changing their supplies, they found the infusion set cannula was bent, and their blood glucose had risen to around 600 mg/dl. Unable to drive, their son took them to the ER, where they received an IV drip for dehydration. The user was using the convatec inset (23", 6mm) teflon infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began following two instances of alert 35, for an insulin occlusion. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure, and the user failing to follow device training and labeling instructions on how to respond to an insulin occlusion by not promptly replacing their insulin infusion set.